Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: adult deformity procedure: olif(oblique lumbar interbody fusion) levels implanted: l1/2 it was reported that on an unknown date, post-op, the cage backed out. The patient did not achieve solid fusion. Lower extremity pain occurred to the patient. There was no delay in procedure time as a result of alleged event. A revision surgery was scheduled and the cage was replaced.

Manufacturer narrative:
Product analysis: optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.